Event description:
The customer stated that segments were missing from the display. A review of the system was conducted over the phone.this review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation, and a replacement was provided. The customer was invited to call with future questions/concerns.